Event description:
Customer reported that insulin gauge displayed a different amount than expected on a previous day, although the issue was not currently present. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through filling and loading a new cartridge and decided to replace pump. Customer agreed to use multiple daily injections as backup therapy and understood instructions to return pump to tandem.